Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The information provided to sjm indicated an angio-seal vip was selected for use in the right femoral artery following a cerebral angiogram. Hemostasis was not obtained with this device thus requiring manual compression to achieve hemostasis. Post procedure, the patient developed ischemia of the right leg. Doppler detected a diminished pulse in the right dorsalis pedis and the posterior tibialis pulse was non-palpable. An arterial doppler study of the right lower extremity indicated diminished flow in the right common femoral artery. The patient underwent right femoral artery repair with a vein patch angioplasty and removal of the angio-seal closure device.